Event description:
Rec'd information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose (bg) level was 367 mg/dl with ketones. However, the customer's bg level decreased to 203 mg/dl after administering a manual injection. It was reported that the customer was unable to define the impairment. The customer stated "he understands high bgs can lead to complications." The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new relevant information become available, a follow up supplemental report wil be submitted.